Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 mg/dl. Juice and a glucose tablet were consumed to address the bg level. The cause of the low bg was not known. As the low bg had been resolved, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.